Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula/needle or any fluid path component. This event occurred 5 times. The following information was provided by the initial reporter; the customer stated there was "foreign body in the needle surface."

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula/needle or any fluid path component. This event occurred 5 times. The following information was provided by the initial reporter; the customer stated there was "foreign body in the needle surface."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-30. H6: investigation summary: bd received samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, 23 customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in 3 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.